Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow block alarm. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer report they tried everything to identify and resolve the no delivery alarm on insulin pump but the issue still persisted on insulin pump. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.